Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that in 2007, a procedure to replace a 10fr rapid exchange biliary stent was performed on a female patient (age unknown). This stent had been in place for approximately five months. The reason given for the planned replacement is that the physician does not like metal stents and routinely will exchange plastic stents for patients. During the replacement procedure, the physician discovered that "the stent had migrated out of the common bile duct and into a small bowel." Using an undefined snare (manufacturer and product unknown), the physician retrieved the stent and successfully completed the procedure with another 10fr rapid exchange biliary stent. The patient was reported as "stable."

Manufacturer narrative:
A visual examination revealed that the stent was deformed on both ends. The stent deformation resulted in malposition of the distal barb flap. The paint band, distal to the proximal barb, was missing. Due to the condition of the returned device, no additional evaluation was practical. A review of the customer shipment history identified three possible lots, which the suspect device may have originated. The device history record was reviewed for each of these lots; no anomalies were noted. Search of the complaint database revealed no additional complaints reported for any of these lots. The may 2007 15-month g.I. Stents product family complaint trend report, inclusive of all failure modes, was reviewed. Although no unfavorable trend was noted, there were two months where the number of complaints exceeded the alert limit. A detail investigation concluded that differing failure modes were attributed to the malfunctions; there was no indication of a problematic issue. Complaint trending will continue for the product family, no further action is currently warranted.